Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to stress urinary incontinence along with concurrent anterior repair of cystocele.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent left ureteroscopy with lithoclast lithotripsy, attempted stone manipulation and cystoscopy on (B)(6) 2007. It was reported that patient underwent placement of a 5-frenchx24 cm double pigtail ureteral stent with string attached, ureteroscopy, left retrograde pyelogram and cystoscopy on (B)(6) 2007. It was reported that patient underwent lithoclast fragmentation of stone, basket extraction of stone fragments, placement of a 6 french x 26 cm double pigtail ureteral stent with a string attached, urethral dilation secondary to urethral stenosis, cystoscopy with left retrograde pyelogram and left ureteroscopy with semi-rigid ureterescope on (B)(6) 2009.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).